Event description:
The user facility reported that a patient was being escalated from an impella cp to an impella 5.5. It was noted that during 5.5 support, the pump stopped. Attempts were made to restart the pump with no success. Alarm stated the pump was defective. The impella 5.5 was explanted and a new impella cp was placed.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation for the aic-pump stop has been completed. Review of the data log confirms the complaint. At approximately 62 hours of run time there was a pump stop due to detection of excessive differences in three phase motor current. The pump was re-started, but it shut down again almost immediately, again due to differences in phase current. The pump was disconnected and then reconnected, but failed to re-start. Two core dumps were noted in the days preceding the complaint, but attempts to recover the file were unsuccessful. The rt logs show two rapid increases in motor current a few minutes before the failure occurred, but otherwise seem to be unremarkable. The console was returned for evaluation. A test pump was connected to the console and flow was started at p-level 1. The p-level was then increased incrementally until reaching p-level 4. It was then allowed to run for approximately 4 hours. No pump stops or other issues occurred in this time. The optical bench 5s parameters were checked and all were within acceptable limits. The analog output of the ccd array showed minor distortion on the right side of the waveform where no fringe pattern occurs. The console was opened for inspection. There was a slight bend in the ribbon cable connecting the impellatronic to the 4-in-1, but this is unlikely to be problematic. No other issues were noted. The root cause for the aic-pump stop could not bet determined.